Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to lab use only (luo) testing equipment. The display initialized as intended and voltages were all as expected. The pump was operated at maximum revolutions per minute and no disruptions to the display output were observed. The display operated as intended.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the roller pump display and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump display was turning off and on. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.